Event description:
Rec'd info that an 840 ventilator was inoperable. Device was not being used on a patient when event occurred. The covidien customer support engineer (cse) verified the malfunction. Cse inspected the device and replaced the inspiratory module printed circuit board assembly (pcba). Device passed all tests.

Manufacturer narrative:
(B)(4).